Event description:
Post-op the pt coded, was resuscitated, and then transferred to the ICU. Allegedly, the issue was not believed to be product related. The pt remains in the ICU and has not regained consciousness. No diagnosis has been given. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.